Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was 113 mg/dl at the time of incident. Troubleshooting explained alarm and that the displacement and the auto test are mandatory to be able to tell if the pump is ok. Customer was advised to perform these tests, but the outcome of the tests was unknown. Customer was advised that they would be provided with a pump case to protect it from damage. There was no further information provided by the customer or by troubleshooting.